Event description:
T was reported a perforation occurred. On (B)(6) 1999, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2017, patient underwent a computed tomography (CT) scan, which revealed all of the filter struts had perforated the inferior vena cava (ivc) wall. The filer tip projected at the level of her right renal vein. On (B)(6) 2017, patient had a had a vascular surgery consult for which the physician determined to leave the filter inside of patients body and continue to monitor it due to the high risks associated with removal. On (B)(6) 2018, another CT was performed to confirm all struts had perforated through the ivc wall. One strut abuts the aorta and another extends into the inferior endplate of the l4 vertebral body. Due to high risk of surgical removal, filter remains in patient. It was further reported that ivc filter in place below the renal veins, with apex of the filter seated at the lower margin of the right renal vein origin.

Event description:
It was reported a perforation occurred. On (B)(6) 1999, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2017, patient underwent a computed tomography (CT) scan, which revealed all of the filter struts had perforated the inferior vena cava (ivc) wall. The filer tip projected at the level of her right renal vein. On (B)(6) 2017, patient had a had a vascular surgery consult for which the physician determined to leave the filter inside of patients body and continue to monitor it due to the high risks associated with removal. On october 19, 2018, another CT was performed to confirm all struts had perforated through the ivc wall. One strut abuts the aorta and another extends into the inferior endplate of the l4 vertebral body. Due to high risk of surgical removal, filter remains in patient. It was further reported that ivc filter in place below the renal veins, with apex of the filter seated at the lower margin of the right renal vein origin. It was further reported that on (B)(6) 2020, the filter was explanted. There were no proximal right lower extremity venous stenoses or obstructions.

Event description:
It was reported a perforation occurred. On (B)(6) 1999, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2017, patient underwent a computed tomography (CT) scan, which revealed all of the filter struts had perforated the inferior vena cava (ivc) wall. The filer tip projected at the level of her right renal vein. On (B)(6) 2017, patient had a had a vascular surgery consult for which the physician determined to leave the filter inside of patients body and continue to monitor it due to the high risks associated with removal. On (B)(6) 2018, another CT was performed to confirm all struts had perforated through the ivc wall. One strut abuts the aorta and another extends into the inferior endplate of the l4 vertebral body. Due to high risk of surgical removal, filter remains in patient.